Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. Unit passed unexpected restart test and no unexpected restart error alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and numbers were ramping on the display. The customer reported that the insulin pump had been exposed to rain the day before the issue occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.